Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a blank screen. Customer stated that insulin pump accidentally dropped in the pool and there was moisture inside the screen and it will not light up screen is blank even if battery was replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.